Event description:
It was reported that the customer's insulin pump alarmed during the prime. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched lcd window.